Event description:
It was reported that the plaintiff underwent hernia repair surgery during 1994 where vicryl sutures were used. After surgery the plaintiff claims infection and injuries are a result of contaminated sutures.